Manufacturer narrative:
Device manufacture date was inadvertently omitted from the initial report.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported a patient electronic unit intended for use was not functioning properly. In turn, it was unable to pair with the sensor delivery system. A replacement unit was given to address the issue.